Event description:
It was reported the patient received the following results within 15 minutes: 345 mg/dl (result obtained with his own meter) and 160 mg/dl (result obtained with his wife's meter). The patient used the same vial of strips, but measured his blood glucose value using two aviva meters.